Event description:
Caller reported that pump experienced a malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, providing instructions for managing the return of the malfunctioning pump and delivery of the replacement pump, which the customer understood and acknowledged.